Manufacturer narrative:
This device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to brand name of the USA cleared device whose 510(k) number is k181407. The investigation of the reported event was completed by our experts. The system is equipped with a multi-stage detection and a warning mechanism that activates when the x-ray tube temperature becomes excessive. When this condition occurs, the user is notified by the message: ¿tube hot ¿ have a break.¿ during the on-site service intervention, siemens service engineer inspected the cooling circuit and determined that the primary cooling circuit was not functioning properly. Further troubleshooting revealed a short circuit on the d1 printed circuit board (pcb). A defective d1 pcb can render the x-ray tube oil cooling circuit inoperative, preventing adequate heat dissipation from the primary cooling circuit and resulting in tube overheating. The engineer replaced the d1 pcb, bringing the system back to normal operation. The defective d1 pcb was subsequently returned for detailed analysis. The investigation identified evidence of external liquid ingress on the d1 pcb, which led to its failure. It is assumed that fluid¿potentially a mixture of blood or disinfectant¿entered the system through gaps between the covers during cleaning activities. The instructions for use (IFU) provide clear guidance on cleaning and disinfection precautions, including the following warnings related to the risk of electrical hazards or system damage: risk of electrical hazard or damage to the system. Use only substances for cleaning and disinfection, which are recommended. Do not let cleaning liquids seep into the openings of the system, e.g. Air openings, gaps between covers. Observe the following cleaning and disinfection instructions. The root cause of the incident was identified as a use-related issue. Liquid ingress during cleaning led to failure of the d1 pcb, resulting in improper cooling of the x-ray tube and subsequent system overheating. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q zeego china system. During an emergency patient procedure, no x-ray was available due to the x-ray tube becoming too hot. As a result, the patient was transferred to another system to complete the procedure on an alternate system. No adverse health consequences were reported in connection with this event.